Manufacturer narrative:
Complaint no: (B)(4). The reported serial number was (B)(4); however, that is not a valid serial number. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-94 alarm. This occurred before use. There was no patient involvement. No additional information is available.